Manufacturer narrative:
Device evaluation summary: the reliant device returned loaded in the gore sheath. The balloon material was partially bunched at the sheath tip. It was no possible to remove the reliant device by retracting it back into the sheath. The device was advanced distally out of the sheath and the balloon was inflated without issue. The balloon was completely deflated and retracted back into the sheath. Bunching of the balloon material was again observed at the sheath tip which prevented removal of the device. There was no deformation observed to the sheath tip. The reported removal difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in conjunction with a non mdt sheath in the endovascular treatment of patient. It was reported that during the index procedure the reliant balloon got stuck inside the non medtronic sheath, and that the sheath had to be removed with the balloon still inside. This was then replaced with a non-mdt device and the procedure completed successfully. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.